Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increased shock impedance measurements, however remained within normal limits. X-rays are expected to be completed to evaluate system placement. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.